Event description:
Caller reported a pump malfunction indicated by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump.